Manufacturer narrative:
During preventative maintenance on 12/05/2024, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation). The root cause of the ua17 advisory message was the malfunctioning drivetrain motor due to a defective component, likely attributed to the device's aging, the device's life expectancy is 5 years. The autopulse platform was manufactured in january 2013 and is over 11 years old. The drivetrain motor assembly needs to be replaced to remedy the observed error. A brake gap inspection verified that the brake gap was within the specification. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on (B)(6) 2024, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation) error message. No patient involvement.